Manufacturer narrative:
One device was returned for repair. No physical damaged was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Event history log confirmed record of high-pressure alarm. Functional and visual testing could not confirm the reported issue. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The cause of the problem was possible defective downstream sensor or cassette product. Preventively, replaced the downstream sensor. Performed all function tests and all passed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a blockage alarm. There was patient involvement, no patient injury was reported.